Event description:
It was reported that during inspection of the 2.75 x 15 mm xience xpedition stent delivery system (sds), prior to use, it was noted that the stent was loose on the sds balloon. There was no issues noted during un-packaging, and during removal of the protective sheath. The device was not used and a new 2.75 x 15 mm xience xpedition sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. The device was returned and it was found that the stent was dislodged from the balloon. The account confirmed that the information was reported incorrectly, and the stent was actually dislodged. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product.